Event description:
Reporter alleged obtaining a result of 468 mg/dl on aviva system 1 compared back to back with a result of 130 mg/dl on aviva system 2 and a result of 166 mg/dl on aviva system 3 when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
This medwatch report is for the suspect device used in system 1. Reference medwatch report with (B)(6) for the suspect device used in system 2. Reference medwatch report with (B)(6) for the suspect device used in system 3.